Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a driver used for posterior spinal fusion ( l5-s1 ). It was reported that the tip / thread of the driver is broken. The screw driver didn't come in contact with the patient. There were no further complications reported.